Event description:
A home patient's (hp) wife contacted baxter's technical service center regarding a system error 0002, which occurred during prime on a homechoice device. The hp's wife indicated that the hp had fluid in his lungs. The hp was treated by having the fluid drained from his lungs, and was also getting hemodialysis treatment. At the time of the call, the hp was still in the hospital. The technical service representative arranged for the return of the device. During a follow-up call with one of the hp's nurses in late 2008, the nurse stated the hp was hospitalized with congestive heart failure (chf). Information obtained by global pharmacovigilance revealed that the hp was hospitalized four days prior, with difficulty breathing and chf and had a catheter placed to undergo hemodialysis to remove the excess fluid from his lungs. The hp was discharged from the hospital the day after the original date. No changes were made to the hp's dialysis therapy following this incident. During a call with the hp's nurse in early 2009, the nurse stated that the hp has informed her that he ate approximately 15 oranges previous to this incident, greatly exceeding the hp's allowed fluid intake. The nurse also indicated that it is highly unlikely that one night of missed therapy would develop into chf. In addition, the nurse stated that the hp does have access to manual supplies to have been able to perform manual therapy but it is unknown to her if these were used. In addition, the nurse stated that the hp's last fill volume is only 500ml. Per the nurse, the hp does have a history of chf, hypertensin, and pulmonary issues caused by medical conditions and not any device malfunction. The nurse stated that the hp has been discharged from the hospital and is well now and has been able to continue with peritoneal dialysis therapy with no further problems.